Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The device had a substance on it when it was received by the manufacturing facility for a service evaluation. There were no adverse consequences related to this event.

Event description:
The device had a substance on it when it was received by the manufacturing facility for a service evaluation. There were no adverse consequences related to this event.